Manufacturer narrative:
An immucor field service engineer visited the customer site to assess the galileo echo instrument and found that the system was operating as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument. Event happened in (B)(6).